Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the left anterior descending artery. During withdrawal, part of the catheter became broken inside patient's body. The procedure was already completed with the original device. No patient complications were reported, and the patient's status was stable.